Event description:
Information was received that the device has been explanted. Additional information stated that the user was not satisfied with the device and stopped using it some time ago. Despite several refittings the user did not want to use the device anymore. There were no issues with the device or the fittings.

Manufacturer narrative:
Based on measurements performed on the device during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received that the device has been explanted. Additional information stated that the user was not satisfied with the device and stopped using it some time ago. Despite several refittings the user did not want to use the device anymore. There were no isses with the device or the fittings.